Manufacturer narrative:
As reported, the sealant housing of a 5f mynx control vascular closure device (vcd) was cracked upon entry into the unknown sheath, exposing sealant to the blood and expanding the sealant prematurely. A different mynx control was successfully deployed. The patient recovered and was discharged as normal. There was no reported patient injury. The user was trained with mynx device. The product was stored as per labeling and opened in a sterile field. The device was stored on the shelf in the room, which was temperature controlled, for several months. The product was stored and handled according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure used an antegrade approach. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The product was not returned for analysis. A product history record (phr) review of lot f2030804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ and ¿deployment difficulty-premature¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the sealant housing of a 5f mynx control vascular closure device (vcd) was cracked upon entry into the unknown sheath, exposing sealant to the blood and expanding the sealant prematurely. A different mynx control was successfully deployed, patient recovered and discharged as normal. There was no reported patient injury. The user was trained with mynx device. The product was stored as per labeling and opened in a sterile field. The device was stored on the shelf in the room, which was temperature controlled, for several months. The product was stored and handled according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure used an antegrade approach. Femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will not be returned for evaluation.